Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation against the cycler or any fresenius product.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient was diagnosed with peritonitis on (B)(6) 2017. The causative organism was unknown. The pd nurse stated that the patient was not hospitalized and continued to complete cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) on the liberty cycler. No further information has been made available at this time.